Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that that they need a back surgery but they were told that the surgery cannot be done with the ins in their body. The patient reported that they will have to remove the ins before the back surgery can be done. It was reported that a knee replacement is also needed. The patient reported that the healthcare professional thinks the knee should be fixed before the back is fixed. The patient reported that both legs are horrible additional information received from the patient stated that their back was ¿killing¿ them and they do not have pain management and no one wants to see them. The patient reported that a fence fell on him right flat on their back. The patient reported that they can run finger down spine half inch indenture to the rest of spine to lower back and is bad.